Event description:
Asr revision;asr xl - left hip;reason for revision: pain.

Event description:
Asr revision;asr xl - left hip;reason(s) for revision: pain; alval/soft tissue reaction.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.the correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ asr revision, left, asr xl, reason(s) for revision: pain. Update - added additional reason for revision and patient ID, taken from claimsuite dated (B)(6) 2013. Reason for revision: alval update - amended original surgery date taken from claimsuite dated (B)(6) 2013. Update - (B)(6) 2014. We have been informed by (B)(4) that this patient is deceased. The date of death is (B)(6) 2014. Updated doi to (B)(6) 2009 and marked as legal.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy still considers this case closed to CAPA.